Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra roll area on (B)(6) 2013 using legacy coolcurve+ applicator and to both sides of bra roll area on (B)(6) 2013 using legacy coolcurve+ applicator who developed paradoxical hyperplasia to both bra roll area diagnosed on (B)(6) "201."

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to he bra roll area on (B)(6) 2013 using legacy coolcurve+ applicator and to both sides of bra roll area on (B)(6) 2013 using legacy coolcurve+ applicator who developed paradoxical hyperplasia to both bra roll area diagnosed on (B)(6) 2014.

Manufacturer narrative:
Additional, changed, and/or corrected data:d4,b5 clarification to corrected data in d4: correction in UDI number. Clarification to corrected data in b5: correction in diagnosis date (B)(6) 2014. Clarification to d4: upm2013133003 was reported but does not align with treatment dates and is likely an incorrect upm number.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to he bra roll area on (B)(6) 2013 using legacy coolcurve+ applicator and to both sides of bra roll area on (B)(6) 2013 using legacy coolcurve+ applicator who developed paradoxical hyperplasia to both bra roll area diagnosed on (B)(6) 201.